Event description:
It was reported that the electrograms from the remote monitoring system looked "weird." A telemetry issue was suspected. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.